Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, log files were provided, which revealed that error 401 occurred in conjunction with errors 316 and cfb. The unit had the correct blower programmed, and a blower troubleshooting was performed on the device, and it was determined that it requires a new main board and possibly a blower. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us had alarms 401 - inspiration valve or device leaky and 316 - blower failure. The issue occurred during patient-use and the device was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: vyaire medical was able to confirm the issue and exact root cause under investigation, I-ch-21-024. Root cause of failure was determined due to most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower motor.